Manufacturer narrative:
Date of event: estimated based on symptoms occurring the weekend before (B)(6) 2021.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately one year post-implant, the patient had a stroke. A transesophageal echo (tee) was performed and thrombus was found on the device. The patient will be on oral anticoagulants for a few months and then will have a follow-up tee. The stroke residuals are getting better, but the patient's memory is worse.